Event description:
It was reported that during post-op check, possible output circuit damage and last max charge unsuccessful messages were observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an alert for possible output damage and output anomaly was confirmed. The device was tested on the bench and alerts were seen during high voltage shocks but were found to be a result of a previously stored alert from the field. No output anomaly was found and all bench testing showed the device to be normal. The cause of the field event of an outp put anomaly remains undetermined.